Event description:
A physician questioned a cell-dyn1600 hemoglobin (hgb) result of 6.7 g/dl on a patient because it did not fit the clinical picture. The customer retested the sample on cell-dyn 1600 which generated hgb results of 8.0, 8.8, and 10.7 g/dl. The sample was sent to reference laboratory for testing and the hgb result was 12.4 g/dl which was reported to the physician. No impact to patient management was reported.